Event description:
It was reported that the patient was hospitalized for enterococcus faecalis (e. Faecalis) driveline infection in (B)(6)2023. The patient was treated for 4 weeks with intravenous (IV) ampicillin and then was changed to 500 mg oral amoxicillin three times daily (tid) as a suppressive therapy. A computed tomography (CT) scan of the chest, abdomen, and pelvis (c/a/p) was performed on (B)(6) 2023 and was negative for further inflammation. In (B)(6) 2023 the amoxicillin dosage was decreased down to twice daily (bid), however the patient was still having small amounts of purulent drainage from the driveline, requiring daily dressings.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.